Event description:
It was reported to vyaire medical that the vela ventilator has an issue with low volumes prior to patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical field service representative went onsite to evaluate the device. Technician trouble shot oxygen error. Replaced oxygen cell. Performed oxygen calibration, performed oxygen output test with satisfactory results.vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.